Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury or device malfunction. The manufacturer internal reference number is: (B)(4).

Event description:
Reporter has indicated this event was reported as a result of corneal flap being created; however, the case was successfully completed with no laser issues on the day of treatment.

Manufacturer narrative:
Correction to "smdr" date 4/29/2016. Following internal review of the initial information received, this case has been determined to be non-serious and has been downgraded accordingly. No information received would suggest no issue with the flap creation at the time of the femtosecond flap surgery. In addition, the femtosecond laser has not caused or contributed to the report of post-operative striae. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A risk manager reported a patient presented at one day post lasik treatment with vertical flap striae of the right eye. Reporter indicated the doctor refloated and smoothed the flap. Patient was reported as doing well.